Event description:
It was reported that this device exhibited a factory default reset (rd) code. The device was reset. No adverse events.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a factory default reset (rd) code. The device was reset. No adverse events.